Event description:
It was reported that the patient was seen by the physician due to syncope. The right ventricular (rv) lead experienced a rise in threshold and impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2005 (B)(6). (B)(4).